Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that the insulin pump kept alarming change sensor alarm and took off the insulin pump. The customer stated that the ambulance was called. The customer's blood glucose was 1300 mg/dl at the time of hospitalization. The customer's blood glucose was 140 mg/dl at the time of call. The customer stated that they gave manual injection for the high blood glucose. The customer stated that they were off the insulin pump at the time of hospitalization for greater than 48 hours. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The customer also reported that they received pump error alarm and advised to clear. The insulin pump will not be returned for analysis.